Manufacturer narrative:
This supplemental report is being submitted to provide corrected information.regarding the previous initial report of #8010047-2021-13744, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect.the correct date is "(B)(6) 2021", not "(B)(6) 2021". "(B)(6) 2021" is occurrence date of " the led of the flow rate indicator of the subject device was not lit properly¿.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the following facts were confirmed by the investigation. - it was confirmed the front panel failure of the subject device at the evaluation of olympus india. -the subject device has not been returned to the manufacturing site. Omsc concluded that the reported phenomenon occurred due to a front panel failure. It could not be identified the cause of the front panel failure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found the led of the flow rate indicator of the subject device was not lit properly. The subject device had been returned from the user because the flow of the subject device was not work properly. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the led of the flow rate indicator of the subject device was not lit properly and it was occurred due to the front panel failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.